Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light when charging the heartmate 14v li-ion battery out-of-box was confirmed during evaluation of the returned 14v battery. The returned battery, serial number (B)(6), was connected to a known working test universal battery charger (ubc) and a red light illuminated and a b0013 (relative state of charge (rsoc) line test) error code displayed on the ubc. The rsoc voltage was observed to be below the expected value. A manufacturing analysis task was initiated to investigate a b0013 error on a 14v battery out-of-box. The root cause was traced to a damaged capacitor on the main printed circuit board assembly (pcba) of the battery. The capacitor manufacturing processes were updated by the supplier to prevent further occurrences. The device history record was reviewed for the heartmate 14v li-ion battery, serial number (B)(6). The battery was inspected and accepted into storage on 20sep2024. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to properly calibrate the 14v batteries, how to charge the battery, and how to check the charge level of the battery. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the 14v lith-ion battery had a red light in the battery charger straight out of the box.